Manufacturer narrative:
The insulin pump had a button error alarm and intermittent act button response due to the corroded keypad traces. The pump was received with a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.

Event description:
The customer reported via phone call that she had a button error alarm and she cannot clear it. Customer's blood glucose was 115 mg/dl at the time of the incident. Customer stated that she replaced the battery but it did not do anything. Customer stated that the pump was exposed to sweat because she worked out today. Customer reported that she has not dropped the pump in water. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.